Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, in situ measurements whilst implanted showed a possible device malfunction, however, a root cause for this measurement cannot be determined. This is a final report.

Event description:
An explanted device was received at hq. In the surgeon's comments it is noted that a implant defect is suspected. The user has been re-implanted.

Event description:
An explanted device was received at hq. In the surgeon's comments it is noted that a implant defect is suspected. The user has been re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.